Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event.

Event description:
It was reported that after a da vinci-assisted pyloric gastrectomy (roux-en-y reconstruction) procedure, the patient died. During the procedure, while creating the y-leg anastomosis, the mesentery of the other portion of the small intestine was caught and also sutured together with the y-leg. This caused the intestine to become twisted. Post-operatively, the patient experienced an intestinal obstruction due to the twisted intestine. No additional event information was provided. The surgeon stated this event was not caused by a da vinci product. The hospital safety management committee determined that future cases for this surgery at this hospital would require the anastomoses to be performed extracorporeally.

Manufacturer narrative:
The following concomitant products were used during this procedure: 30 degree endoscope plus, long bipolar grasper, cadiere forceps, maryland bipolar forceps, large suturecut needle driver, vessel sealer extend, two medium-large clip appliers, small clip applier, and a sureform 60 stapler instrument. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died after a gastrectomy procedure in which a surgical error occurred in creating a roux-en-y anastomosis resulting in an obstruction. How this technical error contributed to the death is unknown. No allegations have been made against any intuitive surgical product. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.